Event description:
Complainant alleged that the clinicians were treating a male pt (age unknown) in "poor clinical condition", and with a "long medical history." The complainant indicated that during the course of the event the pt was paced, cardioverted and defibrillated. In addition, the complainant indicated that the device did not malfunction and that the facility's biomed dept evaluated the device and determined that it functioned properly, but that the facility would like the device evaluated by zoll and recertified. The pt subsequently expired. The complainant indicated that the pt had a "long past medical history" and that he was in "poor clinical condition" and that the pt outcome was not as a result of any device malfunction.